Event description:
The patient had redness around her pacemaker site. It was believed that the pacemaker pocket was infected. The generator was removed, and the leads were cut.

Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.